Event description:
It was reported that an asymptomatic patient presented in the ER. The device was post-paced t-wave oversensing via review of stored egm. The device was reprogrammed and patient was fine after the event. No further issues were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.